Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: visual inspection of the returned triathlon ps insert device indicates the component is consistent with a poly device that was implanted for a number of years and subsequently explanted. The poly is yellowed which is consistent with absorption of synovial fluid in vivo. Medical records received and evaluation: not performed as no medical records were provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar reported events for the lot or sterile lot referenced. Conclusions: the exact cause of the reported infection could not be determined because insufficient information was provided. Further information such as pathology reports, revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
Patient had an infected knee per the doctor so he washed out and replaced the poly.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had an infected knee per the doctor so he washed out and replaced the poly.